Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results compared to a lab reading. The reporter did not report any results however alleged that there was a "22.3 % variance". This complaint is being reported because, the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (6/21/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 5/30/2013 and 6/14/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The reported issue could not be reproduced. However, a secondary issue was found, the meter was found to have pcb contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.